Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, a need for corrective action is not indicated. (B)(4) was initiated to further investigate pin breakage. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
It was noticed on post op x rays that the tip of a fixation pin had broken off in the patient's distal femur.